Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the black box showed several power resets. No damage or corrosion was found on the battery compartment or cap. The pump current draws were tested and found to be within normal specifications. The pump was exercised for 29 hours and found to be delivering within specifications. The pump was opened and no damage was found on the pc board. Unrelated to the complaint, the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, the keypad was found to be torn at the ok button; all buttons were responsive and the issue had no effect on insulin delivery function.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that he experienced a blood glucose (bg) of 408 mg/dl with vomiting after waking up to find the pump was rebooting. The patient stated that he administered a correction injection, and his bg reportedly resolved to 141 mg/dl. The patient reported that the pump was rebooting every 30 to 45 minutes, and he would have to disconnect and perform a rewind, load, and prime sequence to resume insulin pump therapy. The patient confirmed that there was no structural damage to the battery cap and compartment, there was no visible corrosion in the battery compartment, and the battery cap tightened to resistance with no visible o-ring. He stated that he never changed the battery cap. The user guide instructs the user to change the battery cap every six months.